Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The sample photograph was reviewed which showed what appears to be a one-link extension set, product code unknown. Visual inspection was performed and confirmed the presence of a dark streak and residue in the onelink luer activated device. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set had some black streak inside the cap. It was not specified when in the process step this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.